Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had leakage. The customer stated that they changed the reservoir and infusion set but still had leakage. The customer stated that the insulin pump was harmed. The customer stated that they were hospitalized due to high blood glucose. The customer's blood glucose was 26 mmol/l at the time of incident. The customer stated that they started to throw up. The insulin pump will not be returned for analysis.